Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per (B)(6) standard operating procedure since the iabp was manufactured more than a year before the date of event. A (B)(6) service territory manager (stm) was dispatched to investigate but was unable to reproduce the customer's reported issue. The stm performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displayed a maintenance required code #1. The iabp was swapped out and sent to the biomedical engineer (biomed) awaiting evaluation. There was no patient harm and no adverse event reported.